Manufacturer narrative:
Redrawn sample run in main lab date (B)(6) 2011, time 13:09, redrawn and run on lh750, parameter wbc 8.0, rbc 4.4, hgb 12.1, hct 38.5, mcv 82.9, mch 27.5, mchc 33.2, rdw 17.5, plt 166, mpv not provided. Instrument generated messages not provided, operator messages not provided.

Event description:
Customer reported to beckman coulter, inc. (Bec) that the coulter hmx analyzer generated a sample that had no white blood cell (wbc) result, and a platelet value of 10. The sample was repeated multiple times with similar results. The result was reported outside the laboratory. Customer reported that a manual slide was made which showed platelet clumps. Customer reported that the patient was sent to the main laboratory and blood was redrawn. This sample that was redrawn was run on another instrument, lh750, and the platelet read 110. (The data provided by customer on (B)(6) 2011 showed a platelet count of 166, not 110). There was no report of any adverse event or injury requiring medical intervention or patient treatment. Customer reported that the other specimens that were run had normal results. Bec field service engineer (fse) verified that the root means square (rms) complete blood count (cbc) noise was in range. The fse checked the cbc aperture voltage and found small adjustment was necessary. The fse found the mode to mode compared well. The fse found reproducibility was good. The fse concluded it must have been a patient related problem. The fse verified that the repair per established procedures. The fse verified that the results met published performance specifications. The fse documented the system validation in customer quality control record.